Event description:
A renegade hi flo catheter was used for a therapeutic embolization. During the procedure, the catheter broke apart several inches past the tip. The fragments had to be removed with a snare from the pt's nose. There were no additional complications.